Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements less than 20 ohms. Boston scientific technical services (ts) reviewed the information and confirmed the shock impedance measuement to be 18.3 ohms. No adverse patient effects were reported.

Event description:
Information was later received that this lead was surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.